Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer had low blood glucose level. Customer stated that today her blood glucose value was 70mg/dl and that increased to 185mg/dl. Customer stated she is sensitive to insulin and can see blood glucose value dropped within 10 minutes after bolus. Customer dropped to 50mg/dl. Insulin pump will not be returned for analysis.